Manufacturer narrative:
(B)(4). Evaluation: root cause undetermined - limited information available.

Event description:
The physician was using a complete self expanding (se) peripheral stent for treatment of a lesion in the right common iliac artery. The lesion was non-tortuous with moderate calcification. The stent was successfully deployed. While trying to remove the delivery system the tip got caught on the stent. The delivery system was removed after a few attempts. There was no patient injury and no clinical sequelae were reported. Device evaluation: the catheter was kinked immediately distal to the strain relief. The inner polyimide shaft was kinked proximal to the distal tip.